Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind and error alarms found at the alarm history file due to motor encoder signal out of phase. We were unable to perform functional test including self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due motor error alarms. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer's blood glucose was 202 mg/dl at the time of incident. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse stated that they were unable to rewind the insulin pump. The customer's spouse stated that the insulin pump was not exposed to high magnetic fields. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.